Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0fp3q, implanted: (B)(6) 2014, product type lead; product ID 3093-28, lot # va0fp3q, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient used their programmer and found that their right implant was on at the time of report but their left implant was not. It was noted the patient turned the left side implant on and both implants were set on program 2 at 0.6 volts. It was stated when the patient turned on their left implant they were a bit overwhelmed by the stimulation and it had been on 0.8 volts but the patient turned it to 0.6 volts and it was comfortable. Reportedly, the patient stated the day after their device was implanted they were being wheeled away from the hospital and they felt their left implant move. The patient stated it was still moving and when they lift up their leg they got pain in the device area. It was noted when they patient got up their device would move.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had an appointment scheduled with the health care provider (hcp) to check the issue that was previously reported, but due to insurance reasons, other arrangements needed to be made. The patient is still waiting for confirmation from the hcp so no actions/interventions were performed regarding the issues.

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
It was further reported that the patient's left implant moved around sometimes. It was stated they felt pain and discomfort around that area. The patient thought that it was normal so they didn't think much of it.